Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""head penetration into hylamer acetabular liner sterilized by gamma irradiation in air and in a nitrogen atmosphere"" written by ken-ichi yamauchi, md, yukiharu hasegawa, md, seiji iwasada, md, shinji sakano, md, shinji kitamura, md, hideki warashina, md, and hisashi iwata, md published by the journal of arthroplasty vol. 16 no. 4 2001 accepted by publisher 22 november 2000 was reviewed. The article's purpose: ""the present study was undertaken to investigate the penetration rate and incidence of osteolysis in cementless tha with hylamer acetabular liner in vivo and to investigate the penetration rate of hylamer acetabular liners with gamma sterilization in air and in a nitrogen atmosphere."" The article allegates there is a high rate of wear with the hylamer liners and suggests the osteolysis found within the study is associated with the high rate of liner wear. No mention of debris. Data was compiled from 37 total hips (12 in enduron group and 25 in hyalmer group - hylamer also divided inoto 6 hips in air group and 19 in barrier). The enduron's group was compared to each sub group of the hylamer group. Depuy products utilized: duraloc cups, enduron and hylamer liners, cocr femoral heads, aml stems. Two patients identified in radiographic pictures are captured individually in linked complaints." This complaint captures the (B)(6) year old woman who was found to have focal osteolysis in zone 1 and 2 of the acetbular component and zone 1 and 7 of the acetabular component. As the article focuses on liner wear and allegates the osteolysis is associated with the wear, the liner and head are captured. Figure 3 demonstrates period from production of osteolysis to operation and it although not stated in specific narrative form for this case, it is reasonable to conclude she is included as one of the patients who received revision due to detected osteolysis and attributed to high wear of the liner within the plotted graph.